Event description:
It was reported the patient never had therapeutic effect. It was reported the patient had an epidural lead removed and two new leads were placed in the area of the patient¿s primary pain. It was reported the patient was trialed for pns however the placement of the original lead failed to produce the therapeutic results the patient was expecting. It was reported the patient is recovering and is receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2013 product type lead product ID 37754 (B)(4) product type recharger product ID 37746 (B)(4) product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has never been able to use the device. The patient said that the trial worked great. When they had the permanent implant placed, the leads were in the wrong place. The patient said the leads were moved 4 times because they were in the wrong place. The patient said the surgery felt like it burned a hole in one spot, but later they stated it did not actually burn a hole. The patient said he could not adjust stimulation.the patient said he was able to make adjustments before the last surgery that moved the leads. The patient said that the device kind of bugs him and he wanted it removed. The patient said that when he sits down, the battery pack, it almost feels like a sting. No further complications were reported.